Event description:
Surgeon placed mayo stand over pt's head for craniotomy procedure and mayo stand malfunctioned and dropped on pt's nose causing an abrasion. Product available for evaluation: unrepairable and removed.